Event description:
The user facility reported that rapicide pa high-level disinfectant part a sprayed onto an employee as they were taking the cap off. The employee reported their skin was "burning". The employee rinsed the affected area and sought additional medical treatment. The user facility did not disclose if medical treatment was administered.

Manufacturer narrative:
Medivators has contacted the customer requesting additional information; however, to date the customer has not provided additional information. The rapicide pa part a sds provides the following warning language and guidance, related to skin exposure and ppe usage: "causes severe skin burns and eye damage. Wash hands thoroughly after handling. Wear protective gloves/protective clothing/eye protection/face protection...if on skin (or hair): rinse skin with water/shower." Rapicide pa part a is bottled with a vented lid to allow chemical fumigation. The following language is from the rapicide pa label, "store upright in shipping carton. Store in original closed container. Never tamper with vent." It is unknown if the chemistry bottle orientation was changed during transport or storage at the facility. No additional issues have been reported.